Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: b3: date of event corrected from (B)(6) 2019 to (B)(6) 2019. D4: this report is for (band aid brand kpp fingertips 10s 2015 ap 4901730120012 0037131791apa). Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI: (B)(6). H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6) 2018. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kpp finger 6s 2015 ap 4901730016322 0037131788apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa, 8137117533usa). (B)(4). Lot number = (10)3538c. Device is not expected to be returned for manufacturer review/investigation. Report source: device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa, 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On the evening of (B)(6) 2019, a female consumer cut her right thumb with a slicer and applied kpp to the wound. On the morning of (B)(6) 2019, she replaced the kpp with a new one as the product had been applied displaced from the wound. She visited a dermatologist just in case. According to her, she was instructed by the dermatologist to keep applying kpp and an antibiotic (internal medicine) was prescribed. On the morning of (B)(6) 2019, when she replaced the product with a new one as the body fluid was about to leak from the wound, the thin skin peeled along with the product and started bleeding. She washed the wound and applied kpp again. According to her, the bleeding stopped as of this reporting.